Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that "won't power up alarming with error code 41628" was recorded in history. During analysis, the customer's reported problem was able to be verified. Inspected the pump and when the device was powered up, it alarmed with error code 41628. The device was not able to perform any functional test. Further investigation of the pump determined that a faulty motor was the root cause of the issue. Service replaced the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be service and repair related.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41628. There was no patient involvement.